Event description:
It was reported that the endoscope reprocessor had incorrect usage with the acecide disinfectant being used for nine days. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection however, the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be established. The event is detectable/preventable by handling the product in accordance with the following IFU: operation manual ¿3.9 inspecting the disinfectant solution¿s concentration level¿. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.